Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the vessel sealer instrument was not working. System logs showed no related errors. The staff stated that they received a message instructing them to "check energy cord" when using the vessel sealer instrument. The staff stated that prior to calling technical support, they tried a second vessel sealer instrument with no change. The staff stated that the vessel sealer instrument was in the upper bipolar jack. The technical support engineer (tse) asked the staff to try the bottom bipolar jack, but they couldn't because the doctor wasn't using the vessel sealer instrument at the time. The staff then stated that they received a message indicating that monopolar wasn't working in either monopolar jack. It was reported that at this point, the doctor decided to convert to laparoscopic surgery. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no energy was delivered by the vessel sealer instrument at all. A second vessel sealer was installed, and the same issue was encountered. At one point, the surgeon stated that he was not receiving energy from any instrument. The customer called technical support to attempt troubleshooting but the surgeon was not receptive to that and decided to convert to laparoscopic surgery. The procedure was completed laparoscopically successfully, and no injury occurred to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) erbe to address the customer reported complaint. The system was tested and verified as ready for use. Isi received the integrated electro surgical unit (iesu) erbe involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The unit was tested on the in-house system and was ran in normal mode. The monopolar and bipolar ports did not recognize instruments during evaluation. The unit will be returned to the original equipment manufacturer (OEM) for repair. Upon visual inspection, the returned unit was found to be in good condition. The complaint of no bipolar/monopolar energy was confirmed based on the field evaluation and failure analysis, which indicated that the device did contribute to the customer reported issue.